Event description:
It was reported that after a device replacement, the atrial lead was not capturing and there was poor atrial sensing. An x-ray showed that the lead had dislodged. A new lead was implanted. It was noted the patient was part of the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary- the full lead was returned in segments, analyzed and the inner insulation of the lead was extrinsically breached due to a tear. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling, the distal conductor was extrinsically distorted due to kinking/buckling, the outer insulation of the lead was extrinsically breached due to a cut, the inner insulation of the lead was observed to have blood ingression, the outer insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant. In addition, inspection found both conductors distorted outer insulation breached extrinsic/cut and blood ingression. Cross continuity test result was failed. Performed destructive analysis and found inner insulation breached extrinsic/ torn. Insulations breach due to the cut and torn caused at implant and the insulations breached did contribute for the sensing complaint.